Manufacturer narrative:
The customer reported that this central nurse's station (cns) is in constant boot cycle. Per the customer, the unit would constantly reboot, before they would cycle the unit and the issue would be corrected, but now the issue is continuous. The customer will send in the unit to be repaired. There was no patient injury reported.

Event description:
The customer reported that this central nurse's station (cns) is in constant boot cycle. There was no patient injury reported.